Event description:
It was reported that the dependent patient presented in clinic. Upon interrogation, it was noted that the right ventricular lead had switched from bipolar to unipolar configuration. The lead exhibited low impedance in bipolar configuration. The physician elected to leave the lead in unipolar configuration and monitor the patient. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.